Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. A systems check was started, however, the customer declined to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained, customer said they would change pump supplies.